Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17745485 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(6). Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
The healthcare professional reported that during the coil embolization procedure of an aneurysm at the internal carotid artery, the prowler select plus 150/5cm 45 tip microcatheter (606s255fx / 17745485) was used and the enterprise vascular reconstruction device was delivered but resistance was felt. The microcatheter was flushed but the resistance issue did not improve. The prowler select plus microcatheter was replaced and the coil embolization procedure was successfully completed without further issue or delay. There was no report of patient injury or complication associated with the reported event. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event.

Manufacturer narrative:
(B)(4). The healthcare professional reported that during the coil embolization procedure of an aneurysm at the internal carotid artery, the prowler select plus 150/5cm 45 tip microcatheter (606s255fx/17745485) was used and the enterprise vascular reconstruction device was delivered but resistance was felt. The microcatheter was flushed but the resistance issue did not improve. Follow-up with the affiliate to get information on whether there was any kink or damage on the microcatheter and if anything was noted to be obstructing the microcatheter was completed. The affiliate responded that further information could not be obtained. The affiliate reported that the guidewire did experience resistance in the microcatheter. The prowler select plus microcatheter was replaced and the coil embolization procedure was successfully completed without further issue or delay. There was no report of patient injury or complication associated with the reported event. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The device was not available to be returned for analysis. A review of the manufacturing documentation associated with lot 17745485 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.